Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customers had issues with their insulin pump. It was reported that the customer's pump was causing the customer to have high blood glucose levels. The customer's blood glucose levels were reported to have been as high as 450mg/dl. It was reported that the pump was found to be working fine. It was reported that the customer was advised to monitor the device.